Event description:
The devices were not received for evaluation from the customer for testing in facility's product evaluation laboratory. After an investigation, a review of facility's files indicated that there were a small number of similar reports and appeared to be lot related.

Event description:
Nurse reported that product does not work properly. Checked to see if all the same lot number. Not the case, some in the lot work some don't.